Event description:
The MFR received info alleging a ventilator's lcd screen was not working. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's lcd display screen was replaced to address the issue. During the eval of the device at the MFR's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.